Event description:
During follow up with a home patient (hp) regarding peritoneal dialysis therapy, the hp stated that there was an issue with the cassette because she swapped to a new cassette and reused the original bags and continued therapy. The writer explained that when supplies are swapped out, nothing should be reused. The original supplies for both events have been discarded and no companion samples were available. There was no patient injury or medical intervention reported. Therapy has been going well since.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore the device was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.